Event description:
It was reported that the patient and doctor were dissatisfied with the patient's visual outcome post lens implant. The lens was explanted 5 weeks post lens implant and another lens of same model (24.50 diopter) was implanted with no issues. No add'l info was provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.